Manufacturer narrative:
Due to character limitation, (e1) event site full name: (B)(6) hospital (singapore). Event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) had need battery maintenance no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,, h11. Upon further review it was determined that the evnet occured during preuse check. This involved only regular battery calibration. There was nothing wrong with the batteries. There was no patient involved. There is no other malfunction with the device. Therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database(mfg report number-2249723-2025-0004615).

Event description:
N/a